Event description:
It was reported a balloon detached following successful dilatation of a wall stent on a transjugular intrahepatic portosystemic shunt (tips). A cut down was performed to facilitate advancement of a larger sheath. The detached balloon segment was successfully retrieved utilizing a snare without incident. There were no pt complications. The device was rec'd evaluated, and retained by this MFR. The engineering evaluation revealed the balloon was completely detached. The balloon was in two pieces. 5.1cm and 3.1cm long. The balloon surface was noted to be very wrinkled. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Co believes the above factor may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.